Manufacturer narrative:
Age at time of event: 18 years old and above. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, introducer sheath and coil were returned. The interlocking arm was found detached and missing. The coil was returned stretched near the interlocking arm. The introducer sheath was found cutted where the twist lock is located. The zap tip of the delivery wire has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The zap tip of the main coil has a smooth surface. The interlocking arm was found detached and missing. The delivery wire and coil dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2017. It was reported that coil detached prematurely. A 20 mm x 40 cm interlock¿-35 was selected for use. During the preparation of the procedure, when package was opened, it was noted that the coil and pusher wire arms did not interlock in the introduce sheath. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the interlocking arm was detached and missing.